Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical and functional tests meeting device specifications. Review of the previous service record revealed no issues that may have contributed to the issue of increased intra-peritoneal volume (iipv). The cause of the iipv was determined to be inappropriate bypass of the low drain volume alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance followed up on (B)(6) 2011 with the peritoneal dialysis nurse and provided her with the results of the homechoice device evaluation. The nurse reported the patient had not reported any overfill symptoms to her. The nurse advised the patient has been seen in the clinic recently and is doing well with her current therapy and continues to use the cycler. The nurse stated she will review safe bypassing with the patient.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2500ml and the drain volume was 4418ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.